Event description:
It was reported that post a water vapor therapy procedure, approximately one month later the patient developed hematuria and was urgently transferred to the hospital. The contrast-enhanced revealed bleeding from blood vessels within the prostate. Hemostasis via embolization was attempted but was unsuccessful, and hemostasis was subsequently achieved through transurethral resection (tur) at a later date and during the tur, the bleeding had already shown signs of subsiding to some extent. After the tur procedure, there was no bleeding, and since spontaneous urination was achieved, the patient was discharged and has been doing well since.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematuria is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that post a water vapor therapy procedure, approximately one month later the patient developed hematuria and was urgently transferred to the hospital. The contrast-enhanced revealed bleeding from blood vessels within the prostate. Hemostasis via embolization was attempted but was unsuccessful, and hemostasis was subsequently achieved through transurethral resection (tur) at a later date and during the tur, the bleeding had already shown signs of subsiding to some extent. After the tur procedure, there was no bleeding, and since spontaneous urination was achieved, the patient was discharged and has been doing well since.